Manufacturer narrative:
The reported events were failure to capture and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. Visual inspection of the lead found the helix was extended and clogged with blood. After cleaning, the helix was able to be retracted and extended when torque was applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.

Event description:
During an implant procedure, a loss of capture was observed on the right ventricular (rv) lead. Additionally, the helix of the rv lead was unable to retract. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.